Event description:
The user facility reported that a needle broke and became detached after piercing the target tissue with the needle during a transbronchial bronchoscope with needle aspiration (tbna) procedure for lymph node biopsy. The detached needle was retrieved from the pt body cavity with the use of a unk model of biopsy forceps. The procedure was completed using a different needle model (B)(4). There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval revealed that the needle was bent and broken at 11mm from the distal end. In addition, omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. Based on previous investigation results of similar complaints, the reported phenomenon would occur if the user applied load on a severely deformed needle in the opposite direction in an attempt to straighten it, this will lead to breaking of the needle. Caution is given on the instruction manual against using an aspiration needle that has an irregularly bent or deformed needle tube. This report is being submitted as a medical device report in an abundance of caution.